Manufacturer narrative:
Concomitant product(s): (B)(4), stent graft implanted: (B)(6) 2014 and (B)(4) stent graft implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s follow-up visit the right ventricular (rv) lead was found to have high thresholds. The lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that at the patient¿s follow-up visit the thresholds for the right ventricular (rv) lead was actually within normal range and was not high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.